Manufacturer narrative:
The reported issue that the device broke was confirmed through the service repair process. This reported issue and subsequent repairs were investigated through the service repair process. There were multiple proximate causes identified for the observed damage. They are as follows: the right and left iui's were found to be corroded due to wear. Keypad delamination (assy door w/ keypad). Rear case damaged from wear. Bezel assembly had crack in lower hinge from mechanical failure. Ail sensor assembly damaged from wear.

Event description:
It was reported that device broke (broken damaged).

Manufacturer narrative:
This reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.